Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped wearing the lower aligner due to it pulling their lower teeth out and they have mess up their bite causing their molars to no longer touch.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.